Event description:
Additional information received reported, the catheter was obstructed on the proximal (pump) segment. The pump and catheter were revised; the date was not provided. The patient required hospitalization due to the event. It was noted, the patient experienced increased pain. No patient injury was reported. The patient recovered without sequelae. It was also reported, the hydromorphone and fentanyl removed from the patient's pump on (B)(6) 2012, was sent for analysis to determine the drug concentration. Analysis revealed the hydromorphone concentration was 18.8 mg/ml which was 4 times higher than prescribed and the fentanyl concentration was 135 mcg/ml which was 2 time higher than prescribed. The medication was observed for 4 days and found to be sterile with no issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer: 8835, serial #: (B)(4); catheter model: 8596sc, serial# (B)(4), implanted: 2008-(B)(6), explanted: unk. (B)(4).

Event description:
It was reported that the patient had been referred from the primary pump healthcare provider (hcp) to consider revising the intrathecal pump due to a "recall and some problems with the pump flipping". It was confirmed that the pump had flipped and obstructed catheter and they were working to get required approvals for replacement. Drugs delivered via the device were fentanyl, hydromorphone and bupivacaine. Reporter had no further information. Additional information has been requested; a follow-up report will be sent when it becomes available.